Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2019 at 9 pm due to diabetic ketoacidosis and a high blood glucose level of over 600 mg/dl. The customer's mother reported that the customer was taken to the emergency room first and then was admitted in the hospital. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with intravenous fluids and insulin injection. The insulin pump will not be returned for analysis.